Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
This is report 2 of 2 for (B)(4). It was reported by a healthcare professional in china that during an arthroscopic exploration and debridement with meniscal repair on 8/11/2022, it was observed that the omnispan meniscal repair system/12 degree device could not fix the meniscus after deployment. Changed to another one to continue the surgery, the same problem happened again. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual observations revealed that the implants and suture were not in the needle. No needle was received. Also, the suture was fraying and broken. A manufacturing record evaluation was performed for the finished device lot number: 8l75623, and no nonconformances were identified. Based on the condition of the implants and suture, this complaint can be confirmed. The possible root cause for the insertion failure can be related to procedural variables, such handling of the device or product interaction during procedure; the depth penetration of the tissue was not maintained; therefore, the plate did not fully trespass the soft tissue and it was pulled out when tension was applied. However, it cannot be conclusively affirmed. Also, it is possible that an instrument used in the procedure caused fraying on the suture and then broken. As per IFU, using a calibrated probe, measure the width of the meniscal tissue to be repaired. Penetrate the tissue to desired depth using needle laser markings as a depth indicator (markings at 10mm, 15mm (double line), and 20mm). At desired depth, squeeze the deployment lever (dark gray) while maintaining depth positioning to deliver the first implant. Note: there may be a slight pushback on the deployment gun while the implant goes through the tissue. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.